Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 2.4, lab: 1.9. (B)(6) 2010, 3.1, 3.4. (B)(6) 2010, 4.6, 3.7. Patient's target range is 2.0-3.0. Patient could not remember exact date hospitalized, but reported having a stroke shortly before (B)(6) 2010.

Manufacturer narrative:
Investigation pending.